Event description:
Boston scientific received information that this left ventricular displayed pacing impedance of greater than 2000 ohms. Myocardial capture was not able to be obtained at maximum output. The patient was seen for a lead revision procedure where the lead was attempted to be removed. The lead was unable to be successfully explanted and was therefore, surgically abandoned. Of note, the patient stated they has been in an accident which may have played a role in the reported clinical observations. There were no adverse patient effects reported.

Event description:
A portion of the lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 63 millimeters (mm) from the terminal pin and in two segments totaling 396 mm. An extracting stylet was stuck in the mid-body segment of the lead. All of the conductor ends appeared to be severed and dried blood/body fluid noted in the lumen. Both segments were determined to have been electrically continuous. An x-ray was performed and no anomalies were noted. The clinical observations were not able to be confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.